Event description:
During heart catheterization, while physician was torquing, swan ganz catheter knotted, unable to straighten. Physician attempted venous sheath. Swan broke and lodged in right femoral vein. Pt to surgery for successful removal of retrieved catheter piece.